Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used or charged his scs ipg in over a year. The pt is pending a follow up with a sjm representative and his physician to evaluate the issue and determine if the pt would like to restore his scs stimulation therapy.